Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 21-june-2024, it was reported by the patient that infusion set fell off due to water exposure during swimming. No further information available.